Event description:
Additional information received reported that the patient had an operation on (B)(6). At the operation it was noted that impedance values all electrode pairs with electrode 7 were over 40,000 ohms. A new lead and extension were implanted during the procedure, and it was reported that it appeared the problem was that the connection between the adaptor and ins wasn't good. After the procedure the patient outcome was ok.

Event description:
It was reported that the patient fell on his head. After the fall some impedance values were high. The patient's ins was replaced with an activa pc and an adaptor due to normal battery depletion; however, after the replacement contacts 4, 6 and 7 were still high. It was reported that there was no patient injury, and the patient was ok and planned to leave the hospital at the end of the week. Additional troubleshooting was planned for when the hcp returned from vacation on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received confirmed that the extension stretching mentioned in the analysis summary occurred during explant.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model unknown, lot# unknown, implanted: unknown, explanted: unknown. Extension: model unknown, serial# unknown, implanted: unknown, explanted: unknown.

Manufacturer narrative:
Lead model unknown, lot # unknown, implanted: unknown, explanted: (B)(6) 2012; extension model 748251, serial # (B)(4), implanted: unknown, explanted: (B)(6) 2012; adaptor model 64002, lot # unknown, implanted: unknown, explanted: (B)(6) 2012. Analysis of the extension model 748251, serial (B)(4) found that the weld was broken between the coiled wire and transition crimp sleeve on the #0, #1 and #2 circuits. The extension was severely stretched in suspected explant damage. The #0 and #2 circuits were open, while the #1 circuit was intermittent. Analysis of the lead model 3389, lot unknown found the outer insulation was breached. It was unknown if the separation occurred prior to explant or at explant. Analysis of the adaptor model 64002, lot unknown found no anomaly.

Manufacturer narrative:
(B)(4).